Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's glucose reading was 600 mg/dl at the time of the event. The customer's insulin pump trainer stated that the customer changed his basal rates, which caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.